Event description:
A customer reported that during a procedure, the probe would not cut, with aspiration working. The case was completed using an alternate probe. There was no pt harm. Additional inf has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).